Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, there was problem unloading the device. There is a reload still on both manual stapling handles. The manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, a third manual stapling handle was opened. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both handles noted that the units were retuned with reloads still attached and the retraction knobs not fully retracted. Visual inspection of internal components revealed sheared teeth on the firing rack of both handles. Functionally the instruments were successfully loaded with representative loading units. During the firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. There was problem unloading the device. There is a reload still on both manual stapling handles. The manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A second manual stapling handle was opened but the same problem occurred. In order to resolve the issue and complete the case, opened a third manual stapling handle and that worked. There was no patient harm. The patient outcome is reported as alive, no injury.